Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿micro usb charge port is loose - passed battery charging bench test ¿ failed final functional test.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was malignant pain. The patient reported they need a different communicator. The patient stated the only way they can get it to charge is to sit there and hold the two pieces together. The patient tried a new cord and that made no difference whatsoever. When asked when this started the patient said they have been fighting with it on and off for about a month. The patient mentioned sometimes it had worked and sometimes it wouldn¿t, and they would blame themselves. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement communicator due to the communicator doesn¿t charge and they tried another code and still doesn¿t charge yet.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 29-aug-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.